Event description:
It was reported that a patient underwent an incision and sewing of the tendon of the medial head of the gastrocnemius muscle of the left leg on 9/22/2021 and suture was used to sew the muscular fascia. Around 10 days after operation (B)(6) 2021, the patient had poor wound healing and pus. Considering the rejection reaction caused by the suture, the suture was removed and the dressing was changed. The operation wound of the patient healed gradually. Additional information was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical intervention performed including medication name and results. After the suture was removed, was re-suturing performed? Was the suture removed in the doctor¿s office or during a second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Describe the pus, nature, color, and type? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.